Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was wondering how long the battery will last because she is having a lot of pain in her arm. The patient states its set to run on a minute and off a minute continuously. The patient thinks the problem may be her ins battery has depleted. Troubleshooting could not be performed due to lack of access to product. Expectations regarding the ins battery longevity were reviewed and it was recommended attempting to sync the patient programmer with the ins to see if she can still access therapy settings. The patient states the pain has gotten worse over time and has moved into her fingers and her hand feels cold. Additional information was received from the healthcare provider 2018-09-21. It was reported that the patient had no problems at the time of the communication, except the stimulator needed to be moved in the chest wall. Stimulation was adjusted. The arm pain and cold had were partially resolved. Stimulation needed moving to get it away from the brachial plexus. Patient's relevant medical history included complex regional pain syndrome since 1990's in the right arm. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the pocket was revised and the rep reported that the ins was located in the chest and it has moved about 6-7" down from original location. The pocket was revised on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-10-17. It was reported the patient met with hcp and manufacturer representative (B)(6) 2018. The patient¿s weight was (B)(6) pounds. Circumstances that led to the suspected battery depletion and arm pain included that the patient broke their right little finger with splint and battery pack. The right ulnar nerve stimulator slid down into the breast tissue causing pain up into the armpit, shoulder, neck, and headache. Increased voltage to help with the pain. The rep tested the battery and increased voltage to help with the pain. The patient needed the battery to be moved up into the front of the chest. The issue will not be resolved until the battery is moved back into the correct place. The patient was waiting for a response from workman¿s comp. They would check the battery in 6 months when it may be time to replace it. No further complications were reported/anticipated.